Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, connection with reservoir compartment and lip ring of reservoir was hard to secure when lock into place. Customer reported the pump was exposed to fluid and possible under delivery anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir o-ring and no button response due to moisture damage on keypad traces. Unable to perform displacement, self test due to no button response. No moisture damage on the electronics, motor, vibrator and battery tube assembly during visual inspection. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.